Event description:
A 64-year-old male patient with cardiomyopathy and an unknown past medical history presented in SCAI Shock Stage E and underwent surgical implantation of an Impella 5.5 via the right axillary/subclavian arterial access site. At the time of insertion, the patient was supported with inotropes, vasopressors, and respiratory therapy.The Impella system was operating as intended at Performance (P) level P-8, providing approximately 4.7 L/min flow with a 5% dextrose in water sodium bicarbonate purge solution.During ongoing support, intermittent placement signal unreliable alarms were observed, reportedly resolving when the patient was seated. Nursing staff noted twisting at the end of the red Impella plug during morning assessment, and subsequent evaluation identified visible creases in the white cable where it entered the red Impella plug, suggesting the cable had been twisted at some point and may have eventually resulted in a kink. The cable was straightened. The treating physicians were aware of the condition and elected to continue monitoring without intervention.The patient subsequently underwent heart transplantation on (b)(6)2026, during which the Impella 5.5 was transected and removed with the native heart. The surgeon reported thrombus adhered to the ascending aortic wall, which was removed without injury to the patient. The patient survived the procedure and explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.